Manufacturer narrative:
The event of ischemia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ischemia.

Event description:
Healthcare professional reported "nipple ischemia". This record is for the left side. The device status is unknown. It is unknown if explant surgery is scheduled or if the explanted device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Healthcare professional reported "nipple ischemia". This record is for the left side. The device status is unknown. It is unknown if explant surgery is scheduled or if the explanted device will be returned.